Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead dislodgement was suspected during a follow-up in clinic and was confirmed via fluoroscopy. During the lead repositioning procedure, the lead connector pin broke off outside of the body. The lead was explanted and replaced. No adverse events associated to the procedure. The patient was stable.